Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed, and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The inner insulation had a depression breach. Analysis of the device memory indicated a lead impedance out of range alert, impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, oversensing due to non-physiologic signals/sic (sensing integrity counter). One hundred fourteen of 988 lifetime v-sic occur since (B)(6) 2014. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2014. Minimum ventricular pace impedance drops from an approximate baseline of 425 ohms to 114 ohms the week ending (B)(6) 2014. It resolves the next week. (B)(4).

Event description:
It was further reported that the rv lead exhibited low pacing impedance and short interval counts (sic). The lead was explanted and replaced. The physician noted during the laser lead extraction that they were unable to advance a stylet down the lead. The point beyond which the stylet would not advance appeared to be near where the lead passes under the clavicle. The physician suspects some degree of subclavian crush of the lead, based on the low impedance, noise, and inability to advance a stylet.